Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('baby was born 4 weeks early'), neonatal dyspnoea ('breathing issues'), nervous system disorder ('nerve issue') and eating disorder ('eating issues') in a foetus whose mother had inserted essure (batch no. 20185637) during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". The mother's medical history included pregnancy test positive in (B)(6) 2010. On an unknown date, the 34-year-old mother (gravida 3, para 3) had essure inserted. On an unknown date, the foetus was diagnosed with premature baby (seriousness criterion hospitalization), neonatal dyspnoea (seriousness criterion hospitalization), nervous system disorder (seriousness criterion hospitalization) and eating disorder (seriousness criterion hospitalization). At the time of the report, the neonatal dyspnoea, nervous system disorder and eating disorder outcome was unknown. The reporter considered eating disorder, neonatal dyspnoea, nervous system disorder and premature baby to be related to essure. The reporter commented: baby was born 4 weeks early with various issues and had to stay in the nicu for a while. Baby's mother has essure inserted on (B)(6) 2009 with lot number 20185637. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('baby was born 4 weeks early '), neonatal dyspnoea ('breathing issues'), nervous system disorder ('nerve issue') and eating disorder ('eating issues') in a foetus whose mother had inserted essure (batch no. 20185637) during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". The mother's medical history included pregnancy test positive in (B)(6) 2010. On an unknown date, the (B)(6) mother (gravida 3, para 3) had essure inserted. On an unknown date, the foetus was diagnosed with premature baby (seriousness criterion hospitalization), neonatal dyspnoea (seriousness criterion hospitalization), nervous system disorder (seriousness criterion hospitalization) and eating disorder (seriousness criterion hospitalization). At the time of the report, the neonatal dyspnoea, nervous system disorder and eating disorder outcome was unknown. The reporter considered eating disorder, neonatal dyspnoea, nervous system disorder and premature baby to be related to essure. The reporter commented: baby was born 4 weeks early with various issues and had to stay in the nicu for a while. Baby's mother has essure inserted on (B)(6) 2009 with lot number 20185637. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the event "foetal exposure during pregnancy" was added in the case. The event 'premature baby' was amended to baby was born 4 weeks earlier and was considered as serious incident. The event dyspnea was upgraded to serious incident also. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.